Event description:
It was reported that during set-up of the operating room prior to scheduled laparoscopic case, the devices were being assembled. One of the devices would not arm. Another device was opened for the case. There was no consequence to pt.